Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she had an older pump that has gone through 4 batteries since thanksgiving, and also had alerted that said battery test failed. A battery cap will be sent to the customer. The insulin pump will not be returned for analysis.